Event description:
This report summarizes 0 malfunction events in which the device reportedly overheated.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1event was previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-00209. - 0 previously reported events are included in this follow-up record. H3 other text : event reported in this record in error

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6 (method, results, and conclusion code grids) h3 other text : no events occurred.

Event description:
This report summarizes 0 malfunction events in which the device reportedly overheated.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. 1 event had no patient involvement; no patient impact.